Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc was inserted on (B)(6) 2011 with no difficulty during insertion, and it was secured using duoderm placed directly onto the skin of the abdomen, the catheter is then gently laid on the duoderm (with a stress loop created) a clear occlusive dressing is then applied directly on top of the catheter, but not covering the insertion site. The line was in continuous use with IV fluid (1/2ns w/heparin at 0.5cc/hr). On (B)(6) 2011 it was noted that there was a leak just below the hub where the catheter is joined. The uvc was removed on (B)(6) 2011 and replaced with a peripheral arterial line. The patient status was in critical condition since birth, status unchanged post uvc removal.